Event description:
It was reported that the pt did not respond well to the initial stimulation of the device. It was reported that the electrode was not in the cochlea. Surgery to reposition the device took place in 2008.